Manufacturer narrative:
Insulin pump was received with partially broken reservoir tube lip, missing retainer, reservoir tube o-ring missing, scratched case, display window cover missing, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump rattled when they shook it. The insulin pump had cosmetic damage. The part where the reservoir is inserted splits. Customer's blood glucose level was 4.3 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.